Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2016 and (B)(6) 2018. If explanted, give date: not applicable, as the lens remains implanted all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 20.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2016. Post-operatively, the patient experienced shadows and blurred vision that becomes worse in brighter light, but is also evident in low light. Reportedly, the doctor recommended the patient to have a yttrium-aluminum garnet (yag) procedure, which she did have completed on (B)(6) 2017, but it did not help. Furthermore, the patient is using eye drops because the doctor thinks the patient may have dry eyes. However, the patient stated they are not helping the problem. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.